Manufacturer narrative:
Update: d9, d10, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the definitive root cause of the no image displayed issue could not be determined, however, the issue was likely the result of a damaged charged-coupled device unit and/or a faulty/damaged video connector. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had no video image displayed. The issue occurred during set up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.